Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise from the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was hospitalized and attempts to reproduce noise in primary sensing vector were successful. Technical services (ts) was consulted and discussed programming considerations along with x-rays. Further review found a stored atrial fibrillation (af) episode with the same signature noise. The noise was determined to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and discussed troubleshooting options. Review of x-ray images did not show any evidence of a lead integrity issue, however ts suggested further troubleshooting to determine root cause. Subsequently the device was reprogrammed. The s-ICD and electrode remain in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise from the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was hospitalized and attempts to reproduce noise in primary sensing vector were successful. Technical services (ts) was consulted and discussed programming considerations along with x-rays. Further review found a stored atrial fibrillation (af) episode with the same signature noise. The noise was determined to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and discussed troubleshooting options. Review of x-ray images did not show any evidence of a lead integrity issue, however ts suggested further troubleshooting to determine root cause. Subsequently the device was reprogrammed. The s-ICD and electrode remain in service and no adverse effects were reported.